Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent battery replacement and was doing well following the procedure. The explanted ipg was damaged by an electrocautery during implant. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint of the charging difficulty was verified. The ipg exhibits premature battery depletion and excessive sleep current leakage, 22.3 mv per day and 253 ua respectively, exceeding the normal ranges. The patient¿s profile indicated that battery depletion rate change had occurred upon implantation. Troubleshooting to specific component level was impossible since both analog/digital ics are covered by epoxy resin. The source of the device damage was unknown.